Event description:
It was reported the device failed the accuracy test. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; however, a tamper seal was missing. There was no evidence of the reported problem recorded in the event history log. The customer reported problem failed accuracy was verified/duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications; accuracy over delivery issue was found to be the cause of the reported problem. For corrective action, the expulsor was replaced to meet manufacturing specifications for accuracy. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: corrections: catalogue number: 21-2120-0102-51; d4: model number: 2120.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement. It was reported that on (B)(6) 2022 that a recert check from infusystem vendor indicated failed accuracy test.